Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer explained that the insulin pump kept scrolling up and that it would not stop when inputting his blood glucose. The customer's blood glucose was 98 mg/dl. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display and a scratched reservoir tube window.